Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer reported that they were unable to load a cartridge as they did not have enough insulin available and received a minimum fill message. Subsequently, the customer's blood glucose (bg) level elevated to 370 mg/dl with ketones. The customer went to emergency room (ER). A novolog pen and lantus pen were administered. The customer did not recall their bg level upon leaving the ER five hours later but reportedly did not feel much better upon leaving.